Manufacturer narrative:
The investigation of high purge pressure (hpp) has been completed. The impella device was not returned for evaluation. Clinical details report that a high purge pressure alarm suddenly triggered on 1/jun/2025. There were no changes in motor current (mc) noted, no kinks in the purge line/catheter, and anticoagulation was in therapeutic range. Tissue plasminogen activator (tpa) could not be administered due to a scheduled left ventricular assist device (lvad) placement. No further details were provided. Data logs were reviewed and the hpp alarm was confirmed on 1/jun/2025. Leading up to that point, purge values were stable and there were no long bag changes. At the time of a p-level drop, purge pressure started spike up quickly and triggered the alarm 2 minutes later. When the p-level dropped, mc remained constant, as if there had been no change in motor speed. Finally, it was noted that the purge flow tick stalled out when purge pressure spiked. It appeared that it was unable/struggled to advance forward. Purge pressure remained elevated for 22 hours. During this time, there was a purge cassette change, but it didn't resolve the issue. While the purge pressure was elevated, there was a period that the nature of the values were jagged: there were small spikes and drops in the pressure. On 2/jun/2025, purge pressure suddenly trended back down to normal values in a 10 minute period. There was some variability in mc and ms that appeared abnormal during the resolution, but the relationship between the trends could not be confirmed. The patterns seen in data logs could be indicative of biomaterial and/or a kinked purge line causing the complication. Details from the clinical narrative to not support one cause over another. Product was not returned for evaluation. Since product wasn't returned for evaluation, the signatures seen in data logs could be indicative of multiple different causes, and the clinical narrative doesn't support either, the root cause of the high purge pressure could not be determined.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support, and approximately 34 days after start of the support, there was a drop in purge flow and increase of purge pressure. Catheter shaft and puncture area were checked, and no abnormalities identified. Anticoagulation was in upper therapeutic range; there was no issue with the purge line, and there were no spikes or rise in the motor current. The plan was to explant the impella 5.5 for bridge to left ventricular assist device the following day. Later this same day, it was noted the purge pressure issue was unchanged. Purge lyse was discussed but was not an option given the plan. The following day the impella 5.5 device was successfully weaned and explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿